Event description:
During implant procedure, the physician struggled to remove the guidewire from the right ventricular (rv) lead and after placing the rv lead high impedance and no pacing was noted. A new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with a stylet inserted in the lead body. The stylet was easily removed from the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages found to be consistent with damages occurring at the time of procedure.